Event description:
While patient was on impella support the nurse stated that there was a persistent air in purge line alarm despite desiring the system multiple times. The patient was already successfully weaned so it was decided to remove the device.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem was not determined due to no defect found on the returned purge cassette, no data logs recovered, and insufficient clinical details.